Event description:
The pump was explanted and returned to the manufacturer with no information or reason for removal. Follow up with the hcp indicated, the pump was due for replacement (implant duration 70 months). The drug used in the pump is hydromorphone (dose and concentration not provided). The hcp reported, two other events not related to the pump: the patient experienced a post operative stroke and perioperative heat stroke due to the patient gardening in 100.0 f weather one day postop.

Manufacturer narrative:
Final device analysis results reveal - gears seized - bridging residue.